Event description:
After completion of the routine preventive maintenance, including the 2500 hour compressor rebuild, the in-house biomed reported that the unit generated a "system failure" alarm and the monitor was not functioning.